Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with minor scratches on lcd window, cracked on display window corners, cracked battery tube threads and belt clip slot.

Event description:
Customer reported a button error alarm. The customer could not recall any significant events leading to the alarm. No additional information is provided.